Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low adc device scan result, and it is unknown whether the customer noted a trend arrow on the device. The customer experienced shaking and sweating and initially self-treated with " can of root beer, dates, candies, white bread, pizza crust, and administered insulin shots (dose/type unspecified). The customer went in a hospital where a blood glucose reading of 107 mg/dl was obtained on a competitor brand meter device and was compared to lower adc device scan result of 62 mg/dl. The healthcare professional (hcp) measured the customer's blood pressure, oxygen levels, and heartrate. There was no further treatment provided to the customer. There was no report of death or permanent impairment associated with this event.